Event description:
Additional information was received that, during surgery on (B)(6) 2021, the ipg pocket was revised by placing the ipg deeper and using the suture eyelet to tack down the ipg.

Manufacturer narrative:
"Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost a significant amount of weight and experienced discomfort at ipg site. Surgery occurred on (B)(6) 2021 during which the ipg was explanted and replaced and the ipg pocket was repositioned to address the issue.